Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6).

Event description:
It was reported, during a surgical in (B)(6) 2013, the battery hand piece had a sticky trigger and the batteries got warm. It was also reported the procedure was delayed approximately one minute, and where a backup device was utilized to complete the procedure. No further information was reported. This report is for battery handpiece/modular for trauma recon system. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint of a sticky trigger was confirmed. The modular battery handpiece was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.